Manufacturer narrative:
Service completion pending customer approval.

Event description:
The international customer reported the device was switching off. The customer reported there was no patient involvement. Service completion pending customer approval.